Event description:
Customer alleges pendant not working and head will not go down. No injury alleged.

Manufacturer narrative:
Regulatory affairs specialist contacted the consumer & determined the bed is an invacare bed which is 7-8 years old. No RMA has been initiated for this issue. Model 5890 serial number/date code unknown. The user manual part number- 1114836 rev. D (dec-03) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a female whose age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.